Manufacturer narrative:
(B)(4). Since this instrument was not returned for evaluation and lot information has not been provided, we are unable to determine where and when it was produced or perform a thorough DHR review at this time. Since the instrument was not returned for evaluation and pictures were not provided we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture.

Event description:
During an anterior resection of the rectum by laparoscopy, it was noticed that the clip was closed on the mesenteric artery but stuck in the applier. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During an anterior resection of the rectum by laparoscopy it was noticed that the clip was closed on the mesenteric artery but stuck in the applier. The patient's condition was reported as unknown.